Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the right coronary artery (rca). A 2.50x15mm traveler balloon dilatation catheter (bdc) was advanced to the lesion and inflated, an unknown amount of times, to 14 atmospheres (atm) when the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. Another traveler bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture could not be confirmed. The balloon inflated when pressurized with no balloon rupture noted. The balloon maintained the pressure of 14 atmospheres. There was no balloon rupture noted on the returned balloon catheter; thus, the reported complaint was not confirmed; however, it was confirmed that the correct device was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the following was reported:the reported details may have been incorrect. No additional information was provided.